Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that secondary (piggy back) medications are back flowing into the primary infusion bag. Changing out the sets remedied the situation. There was no patient harm reported.